Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7265286; medical device expiration date: 2020-10-30; device manufacture date: 2017-09-22/ medical device lot #: 7325360; medical device expiration date: 2020-12-26; device manufacture date: 2017-11-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. It was stated ¿the nurse found leakage at catheter junction during infusion for a (B)(6) boy.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples in support of this complaint. The samples were decontaminated and showed the reported defect. The returned sample is 24g, the unit package has been opened, the bloodstain on the returned sample. The sample has been used. Leakage test for the returned sample and the test result is leakage at the head of the catheter adapter. Under the microscope there is a slit v shape at the metal wedge surface of the returned sample. Dissection return sample. There is no abnormality on the surface of the metal wedge. The surface is smooth. The dimension of the metal wedge within specification. Mfg date of this lot is out. 2017. Qty is 136k in automation line 3#. No abnormal records for the batch record. Investigation conclusion: the root cause is the row of catheter material issues.